Event description:
Advanced bionics was informed that the recipient was hospitalized a year ago and given antibiotics (type unknown). The recipient is reportedly experiencing soreness and flaking skin at the implant site due to a reaction from the antibiotic. It was recommended the recipient cease device use until the implant site heals. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site has healed. The recipient is able to use the device. Additional details will not be provided this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient confirmed hospitalization was not device related. Recipient has resumed device use for a few hours a day. The implant site is healing. The magnet strength was reviewed and adjusted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.